Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised to address pain and an audible noise. During the revision, it was noticed the liner was broken; therefore, the liner was removed.